Event description:
It was reported that the devices (x5) kept cutting sutures during a shoulder procedure. The surgery was delayed over 30 minutes but no add'l consequences were reported with the pt. No further pt info is available from the customer. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complainant's event could not be verified. Device history review revealed nothing relevant to this event. The cause of the event could not be determined from the info available, and without device evaluation.